Event description:
It is reported that feces leaked around the inflated balloon of the fecal management device. The device was inserted on (B)(6) 2014 and the amount of fluid in the balloon was undocumented. No add'l fluid was added to the balloon while in situ. Leakage of stool around the inflated balloon was noted. On (B)(6) 2014, day three (3) in situ, the device was removed and new one was placed.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected the lot number was not provided. Should add'l info become available, a follow up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. (B)(4).